Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the system side tray was not pushing all the in, the slide rails were damaged. Then the fse powered down the system, then removed the mini drawer 1 and removed the drawer 2.1/2.2 to access nuts under top, removed nuts, lifted top up, then replaced slide rails to side tray panel, put top back on station and secured it with 4 nuts, put both drawers back in cabinet, powered on station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer would not close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.